Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the patient experienced low transmitter battery. No injury or medical intervention was reported. Data log was reviewed on 11/15/2016. Complaint of a low transmitter battery with a transmitter failure error was confirmed on 11/15/2016. The root cause could not be determined. This complaint is reportable based on findings of a transmitter failure error.